Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing by the customer and environment. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device trigger was moving in a jerky manner, moving both ways in the full range but moved sluggish. The trigger had white substance on the front plate, had residues of detergent and deteriorated aluminum. The mode switch was operating on a low resistance. It was further determined that the device failed pre-test for check for sticky trigger and mode switch test. It was noted in the service order that the device's operating mode switch remained "on". It was reported that after turning it "on" and "off" several times, the mode switch could be moved. It was reported that the mode switch would then move, but it was still hard and had a white powder at the base. It was reported that the surgery was completed successfully without delay. The reportable malfunction did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.